Manufacturer narrative:
Sponsor assessed event is possibly related to device and anti platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. Approximately 19 months post procedure, patient suffered nstemi in cardiogenic shock of unknown vessel treated with medication. Patient expired 8 days later. Death is classified as non-sudden cardiac death. Investigator assessed event is not related to device but possibly related to antiplatelet medication.